Manufacturer narrative:
The fe investigated the instrument for the reported issue. The fe found that the plunger clamps at positions 5 and 7 were sticking. Fe replaced the plunger clamps for positions 5 and 7. The fe performed splld checking procedure and tested the summit with oas user software. The instrument was tested without problem and returned to expected operation.

Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).